Event description:
Healthcare professional reported capsular contracture, baker grade unknown and rupture. This record is for a left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed tear in the filling hole, assessed as workmanship. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases was completed and none of the observations are found to be potentially related to the manufacturing process. A further investigation is requested for the event of tear in the filling hole. Further investigation: based on the device analysis performed, it was observed tear in the filling hole, it is out of specification per qa199.05 code tfh, and it is classified as workmanship. Therefore, the reported event of rupture was confirmed. For this reason, this event was reviewed with the gel breast implant assembly personnel in order to increase awareness of fill hole sealing and all visual inspections processes and potential defects that may occur along with the quality controls and inspections in place. See "manufacturing personnel review" attached. Per the review of the risk documents, pfmea-silicone filled bi and sizer assy rev. 6.0, the event of adhesive not centered/leakage is a known event for which manufacturing process controls and inspections are established to reduce the incidence of this defect, as calibrated and qualified equipment, incoming inspection, supplier qualification, mp trained operator. This event is categorized as monitor in the residual risk region. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all tear in the filling hole complaints for gel breast implants that have been manufactured in the last 2 years (from jun 2022 through may 2024) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Additionally, the issue with tear in the filling hole will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and rupture. This record is for a left side. Device was explanted and replaced.